Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubble was observed in the venous patient line of a gambro cartridge ext dialyzer due to a crack. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, two (2) pictures and eight (8) retention samples were provided. The pictures were visually inspected and it was observed that the venous patient connector was damaged and blood residues were seen on the tube and connector. The reported condition was verified. The eight (8) retention samples were also evaluated. Visual and leak inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The likely cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.